Event description:
Customer states: during pre-test prior to use on a pt a nurse found the cuff would not be deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.